Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received history check failed alarm. The customer's blood glucose was 575 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer stated that a temporary basal was not programmed before the alarm occurred. The customer reported that the insulin pump was stored without a battery. The insulin pump will not be returned for analysis.